Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt information. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Pt reported to physician on (B)(6) 2013 that the implant had extruded on (B)(6) 2013.